Manufacturer narrative:
(B)(4). Manufacture date: march 8, 2017 - march 10, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the end of infusion there was residual volume in a large volume folfusor. The volume remaining in the pump was about (B)(4) of the solution. The device was filled with 2400mg of 5fu and nacl. The fill volume was 275ml. The expected infusion time was 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.